Event description:
It was reported that the healthcare professional could not interrogate generators when using the tablet. A different usb cable was used and interrogation could be completed. Review of manufacturing records confirmed that the tablet sn (B)(4) passed all functional tests prior to distribution. Return of the suspect usb cable is expected but it has not been received to date.

Event description:
The suspect usb cable was received by the manufacturer on (B)(4) 2015. Analysis of the usb cable found no anomalies associated with the serial cable performance were noted during testing. The serial cable performed according to functional specifications.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the tablet passed all functional tests prior to distribution.